Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was positioned in the proximal right side of the scrotum but the patient wanted it to be positioned in the center of his scrotum. Therefore, a surgery was performed and the pump was exposed and repositioned. The patient fully recovered.